Manufacturer narrative:
On an unreported date in (B)(6) 2016, the patient diagnosed with peritonitis. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis manifested by stomach pain. The patient was hospitalized for the event of peritonitis. On unreported date in the same month as the onset, the patient began treatment with cefazolin (intraperitoneally (ip), 1 gram, frequency not reported) and ceftazidime (ip, 1 gram, frequency not reported) for peritonitis. The patient recovered from the peritonitis event. The dianeal therapy with respect to the event of peritonitis was ongoing. No additional information is available.